Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, a broken shell, around 0-25% of the shell was missing, brown particles on the valve and white particles in shell. A leak test and microscopic analysis was performed which identified a broken shell with a striated edge on the anterior side assessed as surgical damage. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a broken shell with a striated edge assessed as surgical damage, consistent in the use of some surgical tool. Also observed were flat creases.

Event description:
Healthcare professional additionally reported "any creases" and "valve easily opened leaking."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.